Manufacturer narrative:
No serious injury reported. Consumer reportedly was sitting in his chair reclines and allegedly fell out. Manufacturers base is confirmed at this time. The seating system on this chair is unk. Consumer alleges he has been unhappy with the chair for some time. As described by the consumer, the chair has been serviced in the past and duct tape was used as a repair method. However, consumer could not confirm who has performed this service. Nature of complaint suggests a possible service error. MDR filed as a conservative measure.

Event description:
The consumer states while sitting in the chair in the recline position, the chair allegedly fell backwards, causing him to land on his head. No serious injury is alleged.